Manufacturer narrative:
The reported events of high pacing threshold, high pacing lead impedance and lead fracture were not confirmed. As received, a partial lead (distal portion) was returned in one piece. Electrical testing found procedural damage at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold and high pacing impedance. Fluoroscopy revealed potential lead fracture. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.